Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because it got stuck while he was performing its installation. The dentist also reported that the patient presented bone type ii.